Event description:
It was reported: "patient presented with deep joint infection and underwent revision surgery". The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1997.

Manufacturer narrative:
The following other devices were also listed in this report: abc alumina ceramic insert, cat# 2047-3254; lot 1526741129. Omnifit ha c-taper hip stem, cat# 6017-0830; 28878501. Abc alumina c-taper head, cat# 17-3205; lot pc6000130. 6.5 cancellous bone screw 30mm, cat# 2030-6530-1; lot 28086902. 6.5 cancellous bone screw 25mm, cat# 2030-6525-1; lot 25971808. 6.5 cancellous bone screw 16mm, cat# 2030-6516-1; lot 27508304. It cannot be determined which, if any, of these devices may have caused or contributed to the patient's infection. Additional information has been requested, and if available, it will be submitted in the supplemental report.